Event description:
Same case as MFR report # 3005099803-2008-04941 and -04940. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket failed to open and became stuck in the catheter. The target lesion was in the common bile duct (cbd). A hydratome rx sphincterotome had been advanced through the unspecified type of scope when the tip cracked. A second hydratome rx sphincterotome was advanced but unable to be used to perform the sphincterotomy as the cut wire was not bowing or bending. A 3rd hydratome rx sphincterotome was successfully used in the procedure. An rx lithotripter basket was then advanced and successfully used "multiple" times before the basket failed to open properly and became stuck in the catheter. The procedure was able to be completed with another rx lithotripter basket. There were no pt complications reported; however, the pt's current condition is unk.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.